Manufacturer narrative:
The fbf instrument has been received for failure analysis evaluation. A piece measuring approximately 13.67 mm x 5.02 mm in size was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument was not working and a piece of the instrument's jaw fell off inside the patient's abdomen. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use and no damage was noted.